Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
An (B)(6) customer received a blood glucose reading of 550 mg/dl on the contour next usb. Because of the high reading she went to the hospital where she was given a high dose of insulin. Specific information was not provided. Two hours later at home her blood glucose reading on the contour next usb was 39 mg/dl and she felt hypoglycemic. Further information was not provided. The customer was advised to return the strips for investigation. Strip information was not provided.